Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 1, one endo gia adapter xl and one tristaple 2.0 sulu 60 art xtra thk opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. No visual abnormalities were noted for the handle or adapter. Error codes were observed in the handle eeprom indicating that an excessive force was encountered during firing. Visual inspection of the cartridge noted that the reload was partially applied to the 5 cm cutline. The anvil clamping mechanism was deformed. Functional testing of the battery, adapter, handle, and reload revealed that the jaws would not close fully due to the deformed anvil clamping mechanism. No other abnormalities were noted. The reload was applied to test media with proper transection and stapling. The reload jaws were able to open without issue. Replication of the reported partial firing condition may occur of the idrive ultra powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the endo gia reload. The returned products as received by medtronic were found to not meet specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a sleeve gastrectomy, the first reload fired a few millimeters then stopped. It was tried again, and again only fired a few millimeters then stopped. A new reload was used, however, the same issue occurred. A new stapler was used with a reload of the same type and the system worked. Seamguard reinforcement material was used. No other manufacturer product was used. There was no user involvement or user injury. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity. There was no device fragment left in patient's cavity. The products will be returned for evaluation. The UDI numbers for the devices are not available.